Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not powering on. This complaint was classified using the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 11am, the alleged issue first occurred. The patient reported using a combination of medications including humalin type r and humalin type n to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 26 hours after the issue occurred he developed symptoms of being "shaky and dizzy." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed that there was no misuse of the meter, and this was not the first time the meter had been used. The patient was found to be using the correct test strips and they were not counterfeit. The cca confirmed the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia.